Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-mar-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 07-dec-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient implanted with an implantable neurostimulator (ins) it was reported that there was fluid discharge and a suspected infection. The rep discovered the lead wires were exposed and coming through the skin. The physician was contacted and made the decision to explant the system. The system was explanted and discarded.  Physician to have patient placed on antibiotics and oral pain medication following the explant procedure. The issue is resolved. The rep reported they would submit any new information that becomes available.